Event description:
It was reported a patient's pacemaker presented with an incorrect battery measurement. The device was explanted and replaced in a procedure on (B)(6) 2025. The patient status was unknown.

Manufacturer narrative:
Analysis of device records provided indicated there were no problems with the device.